Event description:
This report is to advise of a failure event which was observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. As received, a complete lead was returned in three pieces. A failure event was observed during analysis. Final analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil distal to the suture tie impression. The cause of external insulation abrasion is consistent with friction to another device or feature of patient anatomy. No other anomalies were detected.